Event description:
At surgery there were three pieces of polyethylene loose in the joint space. The insert was delaminating and fractured. Synovectomy was performed and cutting revealed a large cyst under the medial aspect of the tibial tray. Cyst was removed, tray remained stable so cement was used to fill the void and a replacement insert was inserted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.